Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they gave themselves a bolus but the pump was not sending. The customer states the pump was taking 7 minutes to deliver the bolus. The customer was advised the bolus amount was large that is why it was taking so long. The customers' blood glucose level was unknown.